Event description:
On (B)(6) 2013, the reporter, the patient's mother contacted animas and alleged the following: her son had been having high blood glucose (bg) levels recently. They tried changing site, insulin vials, and basal settings. On (B)(6) 2013, they went to the emergency room and he was admitted for high bgs. He remained on the pump and his bg remained elevated, ranging from 334 mg/dl to hi. In hospital, settings, sites, and insulin bottle were changed but bgs did not respond. The patient was taken off the pump and given manual injections starting on the evening of (B)(6) 2013. His bg responded to the manual injections. The patient was discharged and his bg is now in normal range. Mom states the health care provider advised them to have pump replaced. This complaint is being reported due to the allegation that a patient experienced hyperglycemia related to a pump malfunction.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed the pump was suspended on (B)(6) 2013 from 4:11pm to 8:48pm. A 'no delivery, exceed tdd' was recorded in pump history on (B)(6) 2013 at 8:03pm. The temp basal program resumed at 10:06pm. On (B)(6) 2013 at 8:35pm; a partial 4.0 bolus was delivered due to an alarm; user aborted the delivery via the meter. Then at 10:37pm, the remainder of the bolus was completed. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.